Manufacturer narrative:
Date of event is estimated. A case of pain at the ipg site/replacement was reported to abbott. The patient reported their ipg had always been uncomfortably large, and it was causing ipg pocket pain. The ipg was replaced, and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg pocket site due to the size of the device. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced with a smaller device to address the issue.